Manufacturer narrative:
Analysis was normal, no anomaly was found.

Event description:
It was reported that the patient developed an infection. The system was explanted. The patient's condition post procedure was fine.